Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise on the right ventricular (rv) lead. In addition, the rv lead experienced high impedance resulting from a confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2014, the ventricular sensing integrity counts up to 32,049; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing and inappropriate shocks. On (B)(6) 2014, the rv pacing impedance measured 4240 ohms which has been gradually rising since (B)(6) 2014.